Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the pch instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the "yellow post" of a permanent cautery hook (pch) instrument broke off and fell inside the patient, possibly during dissection. The fragment was not retrieved. The procedure was completed robotically.